Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after performing dissection, the hemopro device was inserted into the pt to perform the cauterization and self-activated. The device was not turned on and the toggle switch was not depressed when it became hot; it would not deactivate. The cords were switched; however, the hemopro device still would not work properly and remained activated. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. The extension cable was also returned to assist with the investigation of the suspect device. The hemopro showed signs of clinical usage and evidence of blood. A pre-cautery test was performed on the hemopro device with a reference power supply and extension cable and again with the returned extension cable; the hemopro did not pass the pre-cautery testing as it remained activated. The handle of the device was opened to verify connections; there was contamination on the switch body, the lever arm, and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination caused the micro switch actuator to remain in the "on" position. The solder joints on the micro switch terminals were intact and no nonconformities were observed. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review could not be performed as the product lot number is unknown. (B)(4).